Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, info provided indicates that the position of the patella implant was likely a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address anterior knee pain. It was reported that the patella was resurfaced unsymmetrically.